Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
No unexpected audio and or beep anomaly or display anomaly noted during testing. The insulin pump passed self test. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, cracked belt clip slot, and stained end cap sticker.

Event description:
It was reported the customer received a button error alarm. The customer also reported there was a black circle on their insulin pump's screen. The customer also stated the alarm persisted after they had removed the battery for 30 minutes. Customer's blood glucose was 119 mg/dl. Customer's insulin pump will be replaced. No additional information provided.